Event description:
It was reported that during a supply change and the press-and-hold step, the user received an ¿unable to proceed¿ alert with a blood glucose of 240 mg/dl, despite confirming an intact cartridge, no bubbles or leaks, and a straight connector needle; a dry run advanced to 120 units without alarm, but the alert recurred after rewinding and reinstalling the cartridge, and the user subsequently performed a complete supply change. Customer care agent provided support that included guided troubleshooting steps and a dry run to assess delivery mechanics. Investigation of this case revealed that the cause of the alert and hyperglycemia was unclear, with no confirmed device or component malfunction identified during remote assessment. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.